Event description:
It was reported that during a low anterior resection procedure, the contour was put in place across the bowel and closed correctly with the pin in place, he then re-opened the gun to reposition; he then closed the gun for a 2nd time with the pin in place. He waited for 15 seconds before firing. When the gun was opened, it was clear to see that it had only partly stapled and cut leaving a hole in the bowel at one end. They then reloaded the gun to see if they had enough margin to go below the staple line but there wasn't enough room to be able to join the rectal stump and bowel back up. This resulted in the patient having a colostomy. The surgeon is a regular and experienced user of the contour curved cutter additional information has been requested.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).